Manufacturer narrative:
Chiaro has conducted a literature review ((B)(4)) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has been offered a replacement on return of the product. To date the customer has not returned the device. If the investigation determines any further information, a follow up report will be sent.

Event description:
Customer reported on 30 june 2024 from the UK that the elvie stride caused mastitis. The customer alleged that in (B)(6) 2024 she began to experience clogged ducts whilst using the stride, which led to mastitis. The customer consulted her health visitor and gp, who advised against using the pump; recommended breastfeeding only and completing a course of antibiotics to help with the mastitis. The customer continued using the pump and experienced engorgement and further blocked ducts in (B)(6) 2024. It was on the (B)(6) that the customer first got in touch with elvie to report the above events.